Event description:
There was a report of a malfunction alarm displaying malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again.